Event description:
Reportedly, the device was implanted on (B)(6) 2014 and connected to non-sorin atrial and ventricular leads. During the post implant check, it was noticed that a message regarding the high ventricular lead impedance (above 3000 ohms) was displayed and it was not able to reprogram the ventricular pacing polarity to bipolar configuration. A re-intervention was performed at the same day and before connecting the lead to device, lead impedance was measured around 500 ohms but after connecting the lead to device, lead impedance had increased again to around 3000 ohms. The device was subsequently put in to the pocket and normal lead impedance value was measured at this time (about 680 ohms). One day post implantation, all parameters were within normal range but noise sensing was observed on the egms. The myopotential test did not show an abnormal behavior. The ventricular lead polarity was reprogrammed to unipolar and next follow-up will be performed in one month.

Event description:
Reportedly, the device was implanted on (B)(6) 2014 and connected to non-sorin atrial and ventricular leads. During the post implant check, it was noticed that a message regarding the high ventricular lead impedance (above 3000 ohms) was displayed and it was not able to reprogram the ventricular pacing polarity to bipolar configuration. A re-intervention was performed at the same day and before connecting the lead to device, lead impedance was measured around 500 ohms but after connecting the lead to device, lead impedance had increased again to around 3000 ohms. The device was subsequently put in to the pocket and normal lead impedance value was measured at this time (about 680 ohms). One day post implantation, all parameters were within normal range but noise sensing was observed on the egms. The myopotential test did not show an abnormal behavior. The ventricular lead polarity was reprogrammed to unipolar and next follow-up will be performed in one month.